Event description:
New information received noted that lead was capped and replaced on 3 aug 2021. Patient was stable after the procedure.

Event description:
New information received noted that lead noise was actually noise over-sensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with alerts for noise on the ventricular lead. Isometric exercises reproduced the noise. A lead revision at a future generator change was suggested to the physician as device was correctly functioning when noise presented. Patient was stable after the event.